Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: during disassembled a burning smell was noticed from within and after the front cover was removed it was found that an ic chip, on the driver board, was extremely burnt.